Event description:
Toxic shock syndroone caused by the new "pearl" tampon made by tampax. Started with severe headache, followed by vomiting and diarrhea. Renal failure on the 2nd day. Air ambulanced to medical center. Put on life support and spent 9 days there. Skin has peeled off on hands and feet. Bed sores on feet and pain in hands.